Event description:
It was reported that the user experienced an insulin occlusion while using a contact detach 6 mm, 23 in infusion set, and upon disconnecting and performing a prime check to observe drops, an ¿unable to proceed¿ alert occurred; the agent advised that the connector should be replaced, and the user agreed, with replacement connectors requested for overnight shipment. Customer care provided assistance which included remote troubleshooting and user-performed priming verification. Investigation of this case revealed an infusion delivery obstruction associated with the infusion set connector, consistent with an occlusion that resolved following connector replacement. Symptoms included no reported change in blood glucose. Outcomes included resolution of the occlusion after a supply change and no need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set or connector issue related to product performance under use conditions.